Event description:
It was reported that during the deployment of a vascular stent in the left iliac artery, resistance was felt and the deployment could not be continued after the stent was being released 5 mm. The entire delivery system was removed from the pt and another stent was deployed successfully. No pt injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The lot number has been provided. The device history records have been reviewed. The investigation is currently underway.